Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 170 mg/dl, 400 mg/dl, a result in the "200's mg/dl", and a result in the "300's mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.